Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the patient started having pain at the implant site if he turns the wrong way or if he turns to the side starting in (B)(6) 2018. The patient hasn't charged or felt stimulation in a couple of months. She first noticed that she couldn¿t connect with the implantable neurostimulator recharger starting sometime in the last few weeks, confirmed as (B)(6) 2018. The patient also noted having a fall 2-3 weeks prior to the report, confirmed as the end of (B)(6) 2018. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.